Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-1181. It was reported that the patient experienced a loss of stimulation and felt jolts over her body. The pt had fallen in (B)(6). An sjm rep met with the pt and diagnostics showed invalid impedances. The pt met with her physician to determine possible lead migration, damage, or connection issues. One lead was explanted and replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Eval: results: the returned lead was subjected to a visual inspection and it was confirmed the lead body was kinked. A microscopic inspection of the kink in the lead body confirmed all eight lead wires had separated, which is consistent with the invalid impedances observed on contacts 9-16 in the field. The kink in the lead body and wire damage occurred at the proximal end of the implanted anchor. The lead wire damage is consistent with repetitive stress to the lead while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.